Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed sample was received in used conditions without its original package. The inserted cannula was twisted around and pulled from the insertion pad, in neither of the worse test cases produced can cause the cannula to brake or detach. Cannula break was detected in the unit returned. Customer?s reported issue was not confirmed. No detachment was detected in any of the tested samples and the cannula was not remove from the site. Line clearance record was reviewed; no discrepancies were observed. Inserter assembly operation was audited by the quality engineer, and it was performed by the production personnel according to the manufacturing procedures. Training records were reviewed, operators are trained on operation been performed. Site threader machine is used for the operation and maintenance records were reviewed; no anomalies were detected. The root cause of the reported issue was not determined. The retractor assemblies are visually inspected by the production personnel to assure that the needle is properly threaded. Quality control performs a process audit at one-hour intervals to verify that needle is properly threaded on the retractor assemblies. Actions taken to mitigate the reported. Corrective and preventative action was open in order to implement corrective actions for this failure mode. A notification of this complaint to the production personnel was conducted by the quality engineer. D4: UDI information is unknown.

Event description:
It was reported that the plastic cannula was broken and couldn't be found. Probably it is left behind subcutaneously. No patient injury reported.